Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Apparent noise with high short interval counts (sic) and 11 non-sustained ventricular tachycardia episodes of less than 220 ms cycle length are recorded on (B)(6) 2014. Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was experiencing frequent syncopal episodes due to suspected loss of capture on the right ventricular (rv) lead while it was oversensing. The rv lead exhibited high impedance with numerous noise episodes and a high number of short interval counts (sic). The lead was revised and it was determined that the setscrew of the implantable pulse generator (ipg) was inserted at more of an angle rather than straight because the rv lead pin was past the set screw block. During the revision procedure, the lead was tested through the analyzer and found to be okay. The lead was re-inserted into the header and the device and lead remain in use. No further patient complications have been reported as a result of this event.